Event description:
It was reported to philips that the system was giving a blue screen when attempting to shutdown, which can impact booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. The philips filed service engineer (fse) visited onsite and upon functional testing, the fse confirmed that the boot up issue was caused by corrupted software. To resolve the reported issue, the fse reloaded the complete software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.